Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2009. It was reported the patient feels pocket heating during, when he is doing strenuous activity, or laying on the ipg. Patient says the area over the pocket turns black and blue sometimes and is tender. Follow-up determined the patient has been charging in a non-air conditioned area with ambient temperature > 90 degrees f. The patient was advised to charge in a cooler environment. Replacement charger was sent to the patient and was unable to confirm a malfunction in the charging system. No further information is available at this time.